Event description:
It was reported that the distal tip of the device was broken off and remained in the patient. A 180x25cm fathom -16 guidewire was selected for a carotid thrombectomy procedure. During the procedure, approximately 2cm of the tip of the guidewire broke off inside the patient. The physician attempted to snare the broken portion but was unsuccessful. Therefore, the procedure was completely aborted. A magnetic resonance imaging (MRI) scan was performed which revealed evidence of a large ischemic stroke of the left middle cerebral artery (mca), retained foreign body within the internal carotid artery (ica), and no/slow flow of the left ica/mca. The patients neurological status changed that night; therefore, the patient was intubated. The following day the patient underwent a craniotomy and evacuation of a hematoma. The cause of the hematoma was not known. The patient later passed away on (B)(6) 2023. It was further reported that the patient was admitted to the hospital with a left mca cerebral vascular accident (cva) and was unable to receive thrombolytic therapy due to the timing of the cva and being outside the window for thrombolytic therapy. The patient had a national institutes of health stroke scale score of seven. Therefore, the previously reported thrombectomy procedure was an emergent attempt due to the acute cva. The thrombotic occlusion was located in the left carotid terminus and the detached fathom wire tip became stuck in the thrombotic occlusion, as previously reported. On the same day, a computed tomography (CT) scan was performed which did not show signs of hematoma or hemorrhage. Approximately three hours later, the patient was unresponsive with dilated pupils. Another CT scan was performed, and a hematoma was identified. The CT showed progression of ischemic stroke of the left mca and anterior cerebral artery (aca) territory accompanied by swelling. The wire fragment remained in the left carotid terminus. There was progressive narrowing of the left ventricle and slight dilatation of the right lateral ventricle, which was new from the previous study. A left to right midline shift of 7.6mm was observed. The patient developed worsening edema and thus underwent emergent hemicraniectomy. Additional CT images were taken after the procedure. The initial brain CT after the left hemispheric craniectomy with subgaleal drain placement showed left temporal lobe with noted intraparenchymal bleed with air bubbles. Air was present within the subgaleal space of the left cerebral hemisphere. The wire fragment was in the left carotid terminus with density consistent with thrombus. Improvement of mass effect with lateral ventricle in midline position and decreased dilatation of the right ventricle. An echocardiogram was performed and there was presence of a patent foramen ovale (pfo). Doppler scans showed no evidence of deep vein thrombosis. The patient remained intubated; minimally responsive and had ongoing poor neurologic exam for two weeks. The patient subsequently expired.

Event description:
It was reported that the distal tip of the device was broken off and remained in the patient. A 180x25cm fathom -16 guidewire was selected for a carotid thrombectomy procedure. During the procedure, approximately 2cm of the tip of the guidewire broke off inside the patient. The physician attempted to snare the broken portion but was unsuccessful. Therefore, the procedure was completely aborted. A magnetic resonance imaging (MRI) scan was performed which revealed evidence of a large ischemic stroke of the left middle cerebral artery (mca), retained foreign body within the internal carotid artery (ica), and no/slow flow of the left ica/mca. The patients neurological status changed that night; therefore, the patient was intubated. The following day the patient underwent a craniotomy and evacuation of a hematoma. The cause of the hematoma was not known. The patient later passed away on (B)(6) 2023.